Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as no cartridge was received for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopy procedure, a green cartridge was fired. The event occurred on the first firing. After the first stroke the stapler would not advance the knife or deploy the staples any farther. The red button was used to pull the knife blade back to neutral position. There was difficulty getting the anvil opened. The red button was used and eventually opened. The patient is three weeks out and continues to have an air leak. Patient returned to surgery to correct the air leak.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.